Event description:
It was reported that a patient diagnosed with multiple myelomas underwent a balloon kyphoplasty procedure (bkp). It was reported that during cement injection into the vertebral body, cement leakage to spinal canal occurred. The patient was reportedly asymptomatic postoperatively. It was reported that the "patient¿s emissary vein from the vertebral body to the spinal cord might have developed well and caused the event". No further information was reported. The type of cement used was not specified in the report.

Manufacturer narrative:
(B)(6) hospital. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.